Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The complaint for prestent embolized into pulmonary artery was confirmed based on the event description and provided imagery while the complaint for prestent penetration was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Provided imagery was evaluated, and the following observations were noted: reconstruction of the pulmonary artery shows an alterra penetration. As reported, "the devices were implanted, and both position and deployment were assessed as successful. However, between noon the following day, the valve and the alterra device embolized into the right pulmonary artery. The alterra prestent inflow looked canted with a potential penetration of the arterial wall. Patient presented with chest pain and severe pulmonary regurgitation... As per edwards proctor assessment, it was opted for a higher position than the annulus since the annular diameter was relatively large to avoid pvl, and it was thought that the alterra was held just below the valve leaflets, but this was wrong." It is possible that the alterra prestent was deployed too high, preventing it from anchoring securely below the valve leaflets. This may have led to its embolization into the pulmonary artery as reported. As such, available information suggests that procedural factors (alterra prestent was deployed for a higher position than the annulus) may have contributed to the complaint event of prestent embolized into pulmonary artery. An in-depth evaluation related to alterra prestent penetration has been documented. Per technical summary, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of the prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring the prestent to the anatomy and to prevent the prestent from migrating. Four potential root causes related to device penetrations were investigated and summarized below: 1. Manufacturing - frames are inspected 100% for critical dimensions as well as 100% visually inspected for surface defects in ew receiving inspection and go through lot release radial force testing. However, no manufacturing non-conformances that could have contributed to a penetration were detected as all prestent dimensions and chronic outward force lot release inspections met the process specifications. 2. Design of prestent - alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring the prestent to the anatomy and to prevent other risks (e.g. Prestent migration). 3. Patient anatomy - none of the patient features evaluated (e.g. Pulmonary diameters, length, previous cardiac surgeries) could be correlated to an increased risk of penetration. In this case, a penetration was observed at the inflow respectively. 4. Relation to tracking difficulties - a retrospective review of alterra complaints was performed to identify similar occurrences of a delivery system component, commander ds, alterra ds, or pds, catching on the prestent during advancement to deploy the 29mm s3 valve or during withdrawal of the delivery system. However, it cannot be concluded that there is a correlation between interactions of the delivery system with the prestent to the penetration. As seen in the imagery, reconstruction of the pulmonary artery shows an alterra penetration. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. Additionally, it was reported that the alterra prestent inflow position was canted after embolization and it may have also contributed to the penetration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted to provide the related report number. Please reference 2015691 2025 07510. Updated b4, g3, g6, h2, h10, and h11.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from the united kingdom, it was a case of an implant of a 29mm sapien 3 valve in pulmonary position with pre-implantation of an alterra prestent. The devices were implanted, and both position and deployment were assessed as successful. However, between noon and the following day, the valve and the alterra device embolized into the right pulmonary artery. The alterra prestent inflow looked canted with a potential penetration of the arterial wall. Patient presented with chest pain and severe pulmonary regurgitation. The valve and alterra prestent were explanted on pod2 and a new surgical valve was implanted in replacement. The patient was noted to be doing well after the surgery.